Event description:
The advocate stated: the customer tested his blood glucose and received readings of 250 and 270 mg/dl using his contour meter. His glucose was retested using another meter and the reading was 109 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent to the customer for further troubleshooting of this contour system. No product will be returned at this time.